Manufacturer narrative:
Batch review performed on 17-oct-2022 lot 179118: (B)(4). Expiration date: 2023-mar-07. No anomalies found related to the problem. (B)(4). Other device involved: batch review performed on 10-nov-2022. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot 2008828a: (B)(4). Expiration date: 2026-07-08. No anomalies found related to the problem. (B)(4).

Event description:
At about 2 months after the primary surgery, the patient came in reporting pain due to a dislocation and the cause of the dislocation is unknown. The surgeon revised the metaphysis and liner and the surgery was completed successfully.